Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient had removal surgery on (B)(6) 2016 during which the surgeon noted ¿lysed adhesions between the small intestines and small bowel and started to excise the mesh. The mesh migrated toward the right of the abdomen and was not able to be removed entirely.¿ it was reported that after the revision surgery, the patient suffered from an abdominal wall seroma. It was reported that the patient underwent an ultrasound guided drainage of the abdominal wall seroma with drain placement. It was reported that the patient experienced severe pain, excision surgery, lysis of adhesions, seroma, recurrence, scarring, disfigurement, loss of appetite and stress and anxiety. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 1/15/2021.